Manufacturer narrative:
Additional concomitant medical products: 5071-35 lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the two epicardial right ventricular (rv) leads exhibited high thresholds. Both leads were capped and replaced with a single pacing rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.